Manufacturer narrative:
A philips field service engineer (fse) went to the customer site, and confirmed the device was not producing sound. The fse replaced the speaker. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. Correction b5: the device was in clinical use at the time the issue was discovered; no adverse event or harm was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation. E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6).

Event description:
The customer reported a speaker malfunction displayed from the intellivue mx800 and no sound is coming from the device. It is unknown if the device was not in use at time of event, there was no adverse event reported.